Event description:
A caller reported a cartridge alarm occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the occurrence of alarms with consecutive cartridges and decided to replace the pump. The customer was advised to use multiple daily injections as backup insulin therapy and was provided a replacement pump along with instructions for returning the problematic pump.